Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver dilaudid [5 mg/ml] at 0.2404 mg/day. The indication for use was unknown. It was reported that the patient's pump and catheter were explanted due to infection on (B)(6) 2018. The event date was reported as (B)(6) 2018. On (B)(6) 2018, the patient was found wandering outside the house in bare feet and no jacket in the cold. Due to the patient¿s altered mental status, the patient was brought to the emergency room (ER). It was reported that the patient had an elevated c-reactive protein, likely secondary to spinal abscess and possible osteomyelitis. It was reported that the patient had elevated wbc (white blood cells) and elevated esr (erythrocyte sedimentation rate). It was stated that there were no environmental, external, or patient factors that may have led or contributed to the issue. Regarding diagnostics/interventions performed, it was reported that an MRI (magnetic resonance imaging) of the spine was done on (B)(6) 2018, which showed a suspected l2-l3 discitis, osteomyelitis, and a possible 10cm x 6 cm abscess. There was no documented fever; no chest pain; no shortness of breath; no lightheaded-ness; and no cough or productive sputum. There were no recent changes in weight or appetite, and no recent changes in bowel or bladder habits. As an action/intervention taken to resolve the issue, they explanted the pump and catheter, except for a 14 cm segment that remains in the patient. It was noted that the catheter was partially explanted. It was verified that no catheter was trimmed when the pump was replaced on (B)(6) 2018 (due to normal end of service.) The documented catheter length of the implanted pump segment was 66 cm, and 52 cm of the pump segment were removed; therefore, per calculations, a 14 cm catheter segment remains in the patient. It was noted that the spinal catheter tip was sent to the laboratory for culture and sensitivity to test for gram stain: acid fast bacillus, fungal, aerobic and anaerobic. It was reported that the patient was started on a course of "vancoycin", cefepime, and ampicillin from an antibiotic standpoint. It was noted that the explanted devices would not be returned, as the customer discarded them. At the time of the report, it was indicated that the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ no further complications were reported/anticipated. The patient¿s medical history included: chronic lower back pain, hypothyroidism, depression and anxiety. No alcohol, no smoking tobacco, no drug abuse. Patient does chew tobacco. The patient has allergies to demerol and iron. The patient¿s concomitant medications included cymbalta, dilaudid, levothyroxine, lipitor, lyrica, morphine, oxycodone, and tessalon. Additional information was received from a manufacturer's representative on 2018-feb-15. The event was initially reported by the physician explanting the devices. As the physician was explanting the catheter, the calculated 14 cm segment was derived from measuring and then adding the pump segments that were explanted, subtracted from the documented length in the notes. It was reported that the catheter segment was not intentionally left implanted. After cutting the pump catheter segment below the connector pin at the spinal incision site, resistance was met when the physician was pulling the remainder of the pump segment out from the pump pocket site. The physician performing the explant was aware of the calculated catheter values prior to closing the incision site, and the patient's managing physician was updated post-operatively. No further complications were reported.